Manufacturer narrative:
The manufacturer previously reported as product problem in previous report. After further review the manufacturer determined it as serious injury. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The following correction has been updated in this report to reflect adverse event: section b1 has been updated to reflect as adverse event. Section h1 and h6 has been updated to reflect as serious injury. Section h6 health impact code has also been updated to reflect the serious injury.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.